Event description:
We received a report that an intraocular lens (iol) was removed and replaced after the patient was not able to tolerate the glare they experienced after the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction: the serious injury box was not checked in the initial MDR and is now checked in the MDR supplement. The explanted intraocular lens was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations. The diopter measurement records for this lens was verified and was shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.